Event description:
Information received regarding the device notes that all of the sensor parameters displayed dashes (---). The pulse generato r accepted return to standard (rts) programming, but then became stuck in the rts mode and could noot be programmed to the ddd mode. Capture and sensing were intermittent. The patient had a "reasonable intrinsic rhythm."~